Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. H3, h6: part number: 311.023; lot number: t147037; manufacturing site: tuttlingen; release to warehouse date: 04-apr-2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the ratcheting screwdriver handle (p/n: 311.023, lot number: t147037) was received at us customer quality (cq). Upon visual inspection, the complaint device is missing a set screw. Service and repair evaluation: the customer reported the device had a missing screw. The repair technician reported the device is missing set screw. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: no design issues or discrepancies were identified. Dimensional inspection: dimensional inspections relevant to this complaint were not performed at due to a definitive finding of a missing component. Conclusion: the overall complaint was confirmed for the received ratcheting screwdriver handle (p/n: 311.023, lot number: t147037) as the device is missing a set screw. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during inspection of set at loaners department, the ratcheting screwdriver handle was found to be missing screw during an inspection of the set at loaners department. There was no patient involvement. This is report 1 of 1 for (B)(4).